Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona cruciate retaining standard porous femoral component catalog #: 42502807001 lot #: 65741969, persona medial congruent articular surface left 11mm catalog #: 42512100911 lot #: 65178181, persona trabecular metal two-peg porous tibial component left size g catalog #: 42530007901 lot #: 65462661 g2 - report source - foreign: event occurred in australia. Visual evaluation of pictures provided confirm the patella was fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on jul 10, 2025 and oct 14, 2025 under manufacturing report number 0001822565-2025-02458.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to patella implant fracture approximately two (2) years post-operatively. Attempts have been made, however, no additional information is available.